Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 25 bd intima-ii¿ closed IV catheter systems experienced leakage from the tubing. The following information was provided by the initial reporter: the patient was admitted to the hospital for vestibular neuritis. During the intravenous infusion of the indwelling needle for 25 patients, when the indwelling needle was drained, it was found that the hose at the joint of the indwelling needle was damaged and leaked, and it was replaced immediately. The new indwelling needle was used for intravenous infusion without any harm to the patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 25 bd intima-ii¿ closed IV catheter systems experienced leakage from the tubing. The following information was provided by the initial reporter: the patient was admitted to the hospital for vestibular neuritis. During the intravenous infusion of the indwelling needle for 25 patients, when the indwelling needle was drained, it was found that the hose at the joint of the indwelling needle was damaged and leaked, and it was replaced immediately. The new indwelling needle was used for intravenous infusion without any harm to the patient.